Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the connection shield was found with foreign material. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4).the root cause was undetermined.a evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. The sample returned was visually inspected and had material inside of the package. The material was inspected and determined to be a foil tab from the same foil material the pouches are made from.

Manufacturer narrative:
(B)(4).the problem was confirmed.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.